Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Although no sample was returned for eval, the root cause for the reported issue "no irrigation/aspiration available during anterior vitrectomy mode" is attributed to footswitch fluidics functionality becoming disabled following use of anterior vitrectomy setup dialog. (B)(4).

Event description:
The customer reported during a vitrectomy procedure, they were unable to switch out of continuous mode. Add'l info was received regarding only the cutting feature worked. The customer toggled the vacuum modes and was able to get the irrigation and aspiration functionality back to complete the procedure. There was no harm or injury to the pt.